Event description:
It was reported that the pituitary was being used when the back trigger piece broke when the surgeon went to squeeze the instruments.

Manufacturer narrative:
No relevant manufacturing issues found upon device history review. The age of the device was found to be 8 years old. Conclusion: the probable root cause of this event is normal wear and tear of instruments.

Event description:
It was reported that the pituitary was being used when the back trigger piece broke when the surgeon went to squeeze the instruments